Manufacturer narrative:
Testing and investigation found battery leakage in battery compartment and on the battery contact plate and cap. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, battery leakage was noted inside the battery compartment of the device. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.